Event description:
Pt was being monitored on a passport 2/visa monitor and patientnet system. Rn found pt in asystole, and was unable to resuscitate pt. The ER staff reported that no alarms alerted them to the change and/or deterioration in the pt's condition.